Event description:
The lay user/patient contacted lifescan (lfs) in 2007 and alleged that his one touch ultra meter would not power on. The medial affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the meter did not power on the night prior to the call placed to lfs. After the reported issue began, the patient mentioned that his left hand went numb, which is a typical symptom of low blood glucose levels for him. Therefore, he treated self with something sweet to eat. He did not receive any medical attention. At the time of troubleshooting, it was verified that this was not a new product and based on the information provided, there was no misuse of the product. The patient was using the correct test strips and the meter turned on when the power button was pressed. It also powered on when a test strip was inserted all the way into the test strip port. The patient had never replaced the battery. This complaint is being reported because the patient alleged he experienced a symptom suggestive of low blood glucose for him and treated himself with food after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.